Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the medtronic representative (rep) was on site completing a training, they were unable to use the breakout box and foot switch. The site swapped the breakout box from another system and the new one worked. The rep tested the footswitch and was able to replicate the issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 73580; product ID: 9735825r, serial/lot #: (B)(6) and UDI#: (B)(4). H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned footswitch and it was found to be nonfunctional when connected to a known good system. There was no apparent physical damage. Analysis was completed on the returned em interface and it had issues with ports 5 and 6. After warmup, both had solid amber lights and were unable to recognize tools. The cable also had damage. H6: b01, c02 and d02 apply to the em interface concomitant product ID: 9735825r. B01, c19 and d15 apply to the system checkout. B01, c07 and d02 apply to the footswitch concomitant product ID: 973580 this regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.